Manufacturer narrative:
(B)(4). Eval pending. Reported due to patient outcome. Date of manufacture: november 2012.

Event description:
It has been reported that AED was deployed and that one shock was delivered during the deployment. Pt was not resuscitated. Customer was requested that the ECG from the deployment be assessed.